Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, psychological trauma, vaginal infection, vaginal discharge, fatigue, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, fatigue, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: unspecified bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, vaginal discharge, fatigue, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : events "pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), migration, psych injury, vaginal infection, vaginal discharge, fatigue, migraine, hair loss" were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, psychological trauma, vaginal infection, vaginal discharge, fatigue, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, fatigue, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: unspecified bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received: reporter and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.